Event description:
The resident was transferred from bed to armchair, within bedroom. The sling was applied under resident. She was brought into sitting position and lifted from bed. Between bed and chair, the pt was fell out of the sling till to the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.